Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to be experiencing high blood glucose. Her blood glucose at the time of the event was 441 mg/dl and her current blood glucose is 374 mg/dl. She stated that she treated with her insulin pump and that she changed her infusion set the day prior. She said that she is feeling very tired. During troubleshooting for high blood glucose, the customer said that the drive support cap appeared normal. She declined to check for any possible site/insulin issues and declined to check their settings. The insulin pump is not being returned for analysis.